Event description:
Event description guidant received information that this implantatble endocardial lead was found to have a suspected incomplete lead fracture due to the unusual method of implantation in 1996. There was an occlusion in the left subclavian vein. The lead was then implanted from the right subclavian vein and tunneled under the skin to connect to the device which was implanted on the left side of the chest. The fracture was diagnosed after a patient was seen in follow-up clinic and was noted to have had episodes of inappropriate anti-tachycardia therapy (atp).